Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 418 mg/dl. The customer was treated with manual injection. The customer reported that the buttons were hard to press and not working. The customer reported that the time clock was advancing. The customer declined and advised to monitor and call back if needed. The insulin pump will not be returned for analysis.